Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss in iab circuit alarm. There was patient involvement and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they could not verify the leak as the catheter used was from another company and not getinge product. The catheter was replaced to fix the issue. The fse additionally reported it was a balloon failure. Device passed the performance and safety checks according to factory specifications.